Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the incorrect rate of an unknown medication infused on several pumps with no other event details. There was no report of patient harm.

Event description:
Clarifying information was requested regarding serial number, and specific event details but was not provided. There was no report of patient harm.